Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said last week they turned on their stimulator and a rep was there to do the programming. Over the weekend they tried to change the settings since they had groups a, b, c, and d, but since friday they couldn¿t access group d. The patient also reported having trouble sleeping and had gone off a medication for the programming and they started taking it again. It was too intense, so they backed off but were having trouble sleeping. They worked with the patient and their programmer to check settings but only saw groups a, b, and c with no d. The patient was redirected to follow up with the hcp.